Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from implantation / extraction. The clinical/ medical evaluation concluded that this complaint from japan reports that during the primary surgery after the implanting the head and stem were found to be dislocated. The ¿operative duration was extended¿ ¿less than or equal to 30 minutes.¿ it was communicated that no further medical documentation would be forthcoming. Smith and nephew has not received adequate materials ( the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A dimensional inspection found the shell and retaining ring to be within specification. The lock ring was too damaged from attempted use to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Possible causes could include but not limited to surgical technique or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during reduction after implanting, head and stem were dislocated. Operative duration was extended less than or equal to 30 minutes.